Manufacturer narrative:
Pr 9117484: follow up MDR for device evaluation. One photo of a 1ml luer-lok syringe was received and evaluated. The image shows a close-up of a loose syringe focused on the barrel tip with a section of the collar around the tip broken off. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. A device history record review could not be performed on model 309628 because the lot number is unknown. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok tip broke. The following information was provided by the initial reporter, translated from dutch to english": "in our interventional radiology room, they often experience problems with the 1 ml luer lok syringe, that it bursts when used with lipodol."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.